Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022. The patient was transferred to another hospital (unknown why the patient was transferred) where the pcr testing was performed. Pcr confirmation testing was performed on (B)(6) 2022 and generated a negative result. No additional patient information, including treatment and outcome, was provided. There was no delay or impact in the patient's treatment.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation .